Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant; however, elevated gradients may indicate obstructed flow across the valve. Over time, gradients can develop or worsen due to leaflets being affected by the development of calcification, or the formation of pannus/host tissue, or thrombus. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valve (thv) per the IFU, thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, thrombosis was confirmed but potential contributing factors to the event reported cannot be determined. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by our affiliates in (B)(4), fourteen months after the implant of a 26 mm sapien 3 valve by tf approach in aortic position, the sapien 3 valve was explanted and a surgical bioprosthesis was implanted due to an iterative thrombosis. Patient is doing well. The follow-up after implantation had shown an elevation of the gradient and three months before the explant, valve thrombosis was diagnosed.

Manufacturer narrative:
Additional information found that the patient was male with no specific comorbidities reported. The patient was not anticoagulated; the antiplatelet regimen after procedure was plavix & aspirin for 3 months and then aspirin only. The valve was returned after being used in procedure and stored inside a jar with solution. The returned valve was visually inspected for any abnormalities. The valve frame was bent/distorted, likely due to valve explantation. All leaflets were stiffened with two of them in closed position due to frame distortion which had restricted the leaflets position. Multiple exposed struts were observed, likely due to valve explantation. Host/pannus tissue growth was found around the valve, covering the cloth on the valve stent, as well as on the inflow and outflow sides of the valve. Thrombotic materials were observed on the outflow side of the valve, partially covering the cusp of two leaflets. The frame was x-rayed and no crack/fracture was observed. The valve was balloon expanded with sample device for further evaluation and no other abnormalities were observed. It should be noted that, the absolute location for each of the commissure tabs (c1, c2, & c3) could not be identified due to the valve being covered by the host/pannus tissue. Due to the returned condition of the valve (frame distorted), no dimensional analysis/ functional testing was able to be performed. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed. None of the work orders revealed any manufacturing non-conformance that could have contributed to the reported event the multiple manufacturing mitigations are in place at edwards lifesciences to ensure all sapien 3 prime valves meet the valve specification. The adequacy of thv valve coaptation and valve appearance are 100% inspected before and after valve holder attachment. Frame components are 100% visually inspected by both manufacturing and quality for fracture/cracks/distortion. After cleaning and drying cycle, the frame again check for deformation using 10x magnification. The frame components are also dimensionally inspected. Die cut leaflet components are 100% and visually inspected for mechanical defects (e.g. Delamination, separation, damaged tissue surface, thin spot, and wrinkle). Additionally, die cut leaflets are also 100% dimensionally inspected using go/no go gage. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. Refer to section 4 for applicable document revisions. The complaint was confirmed based on visual inspection of returned device, but no manufacturing non-conformities were found in the returned sample. A review of manufacturing mitigations did not reveal any deficiencies that could have contribute to the reported event. Given that there is no evidence to support that a potential defect is present in the device, no escalation to the engineering evaluation is required at this time. Per IFU, valve thrombosis is a potential risk associated with the use of the transcatheter heart valve (thv). Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis and is highly variable among patients. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. In this case, the exact cause of the prosthetic cardiac valve thrombosis is unknown. It is unclear if any comorbidities could have contributed to the event as no medical history (co-morbidities) was provided. The patient was prescribed plavix & aspirin for three months and continued taking only aspirin thereafter. There was no allegation or indication a device malfunction contributed to this adverse event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
The device was returned to the manufacturer. Product evaluation is still in progress. The preliminary evaluation, which found "pannus like tissue growth around the valve, as well as both inflow and outflow side of the valve" and "thrombus like material deposits observed at the outflow side of the valve on two of the leaflets". However, as the evaluation is still ongoing.